Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit received moisture damaged at motor assembly. Pump received with minor scratched display window. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported that the insulin pump had visible moisture under the display screen after being exposed to steam from the shower. Blood glucose level was 252 mg/dl at the time of the call. No further information was provided.